Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a sinus case, when the surgeon was using a blade, everything seemed to function completely normal until towards the end when they noticed that the wheel on the handpiece that rotates the inner canula of the blade would oscillate in sync with the blade when the foot pedal was engaged. The hcp noted that the blade was inserted correctly and was working correctly for the majority of the case, but wobbled towards the end. Although the blade would work, the surgeon was not comfortable using the blade for the remainder of the case. They then attached a different blade which worked fine. There was no patient impact.